Event description:
It has been reported by a provider that the nut is stuck up too high in the upper foot tubes on an alb19hbfr transport chair. The end user "cannot get it out to attach the lower foot plates."